Event description:
It was reported that the customer had high blood glucose levels of 512 mg/dl. The customer was treated with a manual insulin injection. The customer was at the office of the health care provider at the time of the event. The health care provider reported that the customer did have ketones in the urine but not enough to warrant diabetes ketoacidosis. The customer also reported that the infusion set and reservoir of the insulin pump were functioning at the time of the event. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).please refer to manufacturer's report no. 2032227-2014-57842 as it refers to the same event but of a different device.